Manufacturer narrative:
Button alarm issue - no failure identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump reset unexpectedly multiple times. The customer was able to reload the same cartridge and resume insulin delivery. In addition, the customer reported that they have received multiple button alarms. Reportedly, there is nothing pressing up against the button to trigger the alarms. Customer's blood glucose level was not impacted. Reportedly, the customer will continue to use the pump and has back up manual injections if needed for continued insulin therapy.